Event description:
It was reported that intra operatively, the nim device was giving electrocardiogram noise. There was no patient impact in this event.

Manufacturer narrative:
H3: product analysis found that, the issue could not be duplicated and the movement of the waveform is not smooth. H6: applicable codes are fdm b01, fdr c07 fdc d16 and img g02030. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6); UDI#: (B)(4). H3: product analysis found that, the issue could not be duplicated and the movement of the waveform is not smooth. H6: applicable codes are fdm b01, fdr c07 fdc d16 and img g02005. The below devices are also involved in the event; there is no allegation from the customer. 1. Product ID: 8253600, serial/lot #: unknown, ubd:, UDI#: unknown 2. Product ID: 8220325, serial/lot #: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: additionally product analysis found that, self test of the device not good. H6: applicable codes are fdr c0208. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: additionally product analysis found that, self test of the device not good. H6: applicable codes are fdr c0208. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: applicable codes are fdc d1102. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4) h3: additionally product analysis found that, self test of the device not good. H6: applicable codes are fdc d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.